Manufacturer narrative:
Clincial review: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis. However, it is unknown if this patient was utilizing fresenius product(s) at the time their reported peritonitis event was diagnosed. There is no patient information and no information to confirm if the patient was a fresenius clinic patient. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius that this patient had been hospitalized due to peritonitis. The nurse did not recall any additional information regarding the event or the patient. Attempts to obtain additional information from the acutes clinic was unsuccessful.

Event description:
A registered nurse (rn) reported to fresenius that this patient had been hospitalized due to peritonitis. The nurse did not recall any additional information regarding the event or the patient. Attempts to obtain additional information from the acutes clinic was unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.